Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the initial clot location was middle cerebral artery (mca), m1 right.

Event description:
It was reported that the patient underwent a mechanical thrombectomy using the react-68 and solitaire x devices for treatment of an ischemic stroke in the right, middle cerebral artery m1. On follow-up magnetic resonance imaging (MRI), an infarction in a new vascular territory was observed. It was unknown if the reported device and accessory devices were prepared as indicated in the instruction for use (IFU). It was unknown if the catheter was flushed as indicated in the IFU. The patient¿s vessel tortuosity was unknown. Final arterial access route: femoral, clot location: mca, m1 ¿ r (diameter unknown). The event is possibly related to the study procedure and study devices utilized. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Continuation of d10: product ID sfr4-6-40-10 (unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported assessment of the event concluded the observed new infarction was possibly related to the p rocedure or an underlying patient condition. It was presumed the new infarction was due to the anticoagulant medication the patient was taking for treatment of atrial fibrillation. The assessment of the event concluded the event was not related to the react-68 aspiration catheter or the solitaire stent retriever. The event was not related to the patient disease under study/index stroke. The event was not life threatening and did not result in patient disability or new/prolonged hospitalization. No additional treatment or intervention was required.

Manufacturer narrative:
B5 updated with additional information received. H6. Coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that the patient had a baseline modified rankin scale (mrs) score of 0, which increased to 1 following the procedure. The nih stroke scale (nihss) score was 19 at baseline, improving significantly to 1 post-procedure. The thrombolysis in cerebral infarction (tici) score was 1 at baseline, while the post-procedure tici score was unknown. Administration of IV tpa was contraindicated in this case. The procedure required three passes with the device. The stroke onset to reperfusion time is 2 hours and 58 minutes. The access vessel was the femoral artery, with unknown diameter. It was noted that the subject underwent mechanical thrombectomy on (B)(6) 2025. On (B)(6) 2025, a follow up magnetic resonance imaging (MRI) showed a new left mca infarction. The subject's nihss was 1 which was down from baseline of 19. This event is possibly related to the study procedure.